Event description:
It was reported, during an initial implant procedure, when positioning the right atrial (ra) lead, the ra lead was electively removed from the patient's body and it was observed one of the tines on the lead tip was missing. A new ra lead was used and implanted successfully. Following the implant, an ultrasound was performed to determine if the missing tine was in the patient's body. There was no missing tine observed in the patient's body. The location of the missing tine remains unknown. The patient was stable.